Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a thin flap and vertical gas breakthrough occurred due to which corneal flap was not normally lifted in right eye of the patient during refractive surgery ten days postoperatively, best corrected visual acuity was assessed, and the patient experienced epithelial detachment which has since healed. Currently no haze is observed, however, there is an increase in corneal astigmatism compared to the preoperative treatment results. The hospital is actively providing corneal repair¿related treatment.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event: the device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. The device meets specification as per service installation record. The device was successfully verified prior and after the day of event. No associated service visit for the reported event could be identified. The review of logfile for the day of treatment shows all laser system functions were within specifications. The reported treatment could be identified in the logfile. The beam control check resulted in a correction of sixty micrometers. The treatment of the patient's right eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The user operated not within the recommended canal settings. The canal width was set to one millimeter. The recommended setting for the canal width is between one. Two and one. Eight-millimeter. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No complaint-related product is expected to return for investigation. The root cause cannot be identified conclusively, based on provided information. The manufacturer internal reference number is: (B)(4).